Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a recent follow up visit this patient was feeling short of breath and their heart rate was only reaching into the 70 beat per minute (bpm) ranges when walking. Boston scientific technical services (ts) was consulted and suggested changing the programmed settings to allow more pacing. The patients pocket was checked, sensors calibrated and lead measurements were all stable. Ts suggested obtaining a memory analysis and sending it in to boston scientific engineers for review. When the patient stood up to gather their things, their heart rate jumped up to 120 bpm. Some more programming changes were done in an effort to stabilize the patient¿s heart rate. To date, no adverse patient effects have been reported.